Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump, for over 15 minutes at a time. No additional patient or event information was available. The customer did not respond to multiple contact attempts for troubleshooting by tandem technical support.